Manufacturer narrative:
This report is being filed to provide additional information in a.1, a.2, h.6 and h.11. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. The client reported that a patient experienced anaphylactic reaction about one hour after receiving an autologous stem cell infusion. The stem cell product was collected by apheresis on march 21, and infused on march 23. The patient did not experience any complications during the stem cell collection procedure. As soon as the collection was finished the hematopoetic stem cell (hsc) bag was sent where a sample was collected for mandatory tests. The culture was tested negative. The bag had not been processed or cryopreserved. It was stored there in the refrigerator until the tests were released, subsequently returned on march 22. In pre-transplant preparation, the patient received melphalan, and diphenhydramine immediately before the stem cell infusion. 57 minutes after starting the infusion, the patient developed bronchospasm. He did not receive all the contents of the bag and a small volume remained. The patient received hydrocortisone, dipyrone, oxygen therapy and intramuscular (im) adrenaline. His conditions improved with these measures and there was no need for further interventions or ICU. He remained hospitalized for the transplant without new episodes of anaphylaxis. The patient denied having any type of previous allergies, or transfusions. He had previous surgery involving removal of plasmacytoma in the spine. Terumo bct clinical specialist stated that the client attributed the patient¿s anaphylactic reactions to the medications given to the patient prior to the stem cell infusion. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the anaphylactic reactions were caused by the medications the patient received prior to the stem cell infusion. No further reporting will be provided as this does not represent a reportable event. Root cause: a root cause assessment was performed for the allergic reactions. Based on the client¿s statement, the root cause was attributed to the medications the patient received prior to the stem cell infusion.

Event description:
The customer reported that approximately 1 hour after a stem cell collection on a spectra optia device, on the day of the infusion (without undergoing any manipulation), the patient presented with an "anaphylactic" reaction. Per the customer, the patient had no complications during the collection. As soon as the collection finished the hematopoietic stem cell (hsc) bag was sent for mandatory tests and the cultures were reported to be negative. The bag was stored in the refrigerator until the tests were released. In pre-transplant preparation, the patient received melphalan. Immediately before the cth infusion, the patient received diphenhydramine. Per the customer, 57 minutes after starting the infusion, the patient developed bronchospasm and was administered hydrocortisone, dipyrone, oxygen therapy, and intramuscular (im) adrenaline. The physician reported that the patient did not receive the entire bag, and a small volume remained. After medical intervention, the patient¿s condition improved, and no further measures were taken. The patient remained hospitalized for the transplant and without any new episodes of anaphylaxis. Patient weight is not known at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that approximately 1 hour after a stem cell collection on a spectra optia device, on the day of the infusion (without undergoing any manipulation), the patient presented with an "anaphylactic" reaction. Per the customer, the patient had no complications during the collection. As soon as the collection finished the hematopoietic stem cell (hsc) bag was sent for mandatory tests and the cultures were reported to be negative. The bag was stored in the refrigerator until the tests were released. In pre-transplant preparation, the patient received melphalan. Immediately before the cth infusion, the patient received diphenhydramine. Per the customer, 57 minutes after starting the infusion, the patient developed bronchospasm and was administered hydrocortisone, dipyrone, oxygen therapy, and intramuscular (im) adrenaline. The physician reported that the patient did not receive the entire bag, and a small volume remained. After medical intervention, the patient¿s condition improved, and no further measures were taken. The patient remained hospitalized for the transplant and without any new episodes of anaphylaxis. Patient ID, age and weight is not known at this time. The collection set is not available for return because it was discarded by the customer.